Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-00439. It was reported that the patient was unable to set their device to MRI mode. It was found that the lead had high impedances on contacts 3, 4, and 5. In turn, patient underwent surgical intervention wherein the system was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.